Event description:
It was reported that impedances >40,000 ohms were measured. The reporter stated the issue occurred during a trial stimulation procedure. It was noted the lead was in situ and when impedances were measured they were found to be high. It was further noted that after re-testing several times, the situation did not resolve for one or more electrode points. It was noted the lead was tested with a multi lead trialing cable and external neurostimulator. The reporter stated the original lead was then replaced with another lead and the impedances were okay. It was noted that there were no patient symptoms associated with this event and there was no patient injury.

Manufacturer narrative:
Product ID: 3877-45, lot# 0207191294, product type: lead. Product ID: 37081, serial# (B)(4), product type: extension. Product ID: neu_stylet_acc, product type: accessory. (B)(4).